Manufacturer narrative:
The pump was received with compromised force sensor system error alarm during basic occlusion test due to faulty force sensor resistor. The pump had high idle current due to moisture damaged inside keypad connector on lcd board. The pump had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump alarmed for compromised force sensor system alarm every time the pump was primed. The customer's blood glucose level was unknown. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.